Event description:
It was reported that the patient only had 4 available channels due to ossification of the cochlea and had no hearing perception. Therefore the patient was explanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.